Event description:
It was reported that this right ventricular (rv) lead was reposition due to patient's effusion. Since reposition no more effusions were noted. No additional adverse patient effects were reported.